Event description:
Device 3 of 3. Reference MFR report: 1627487-2012-02169 and 02170. It was reported, the patient suffered a fall approximately four months after implant. She reported the fall may have caused one of her leads to pull out of the ipg and feels like the lead is poking her from underneath. The patient stated, she does not use her scs system but she feels the ipg site gets hot and she occasionally experiences jolts that run down to her toes. It was reported, the ipg is loose within the pocket and rotates freely and causes her pain if she lies down on the site. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.